Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that shorter-length cannulas were mixed in the packing with the bd vacutainer ® push button blood collection set with luer adapters. There was no report of exposure, injury, or medical intervention.

Manufacturer narrative:
Investigation summary: bd received samples from the customer facility for investigation. The samples were evaluated and the customer's indicated failure mode for the IV needle not retracting with the incident lot was observed. Evaluation of the customer samples was performed and it was observed that the extension tubing was kinked inside of the slot of the rear barrel, which prevented the needle from retracting. After removing the kinked tubing, the needle had retracted fully. A review of the device history record was completed for the incident lot and, based on this review, all product specifications and requirements for lot release were met; there were no related quality non-conformance's during manufacturing of the product. Investigation conclusion: based on evaluation of the customer samples, the customer¿s indicated failure mode for the IV needle not retracting fully with the incident lot was observed. Root cause description: based on the investigation, a root cause could not be determined.

Event description:
It was reported that shorter-length cannulas were mixed in the packing with the bd vacutainer ® push button blood collection set with luer adapters. There was no report of exposure, injury, or medical intervention.